Event description:
The hospital reported that during a coronary artery bypass procedure, the om-2001s stabilizer bar would not slide up and down even when the handle was loosened. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities, and there was some blood present. A functional test was conducted to determine if there are any mechanical failures. The stabilizer shaft was secured into position when the light gray side mount knob was turned. Subsequently, the stabilizer system was removed from the targeted site by loosening the light gray side mount knob counter-clockwise. The stabilizer slid up and down and no non conformities were observed. Based upon the findings of the functional test, the reported complaint "stabilizer bar would not slide up and down" could not be confirmed. Internal file number - (B)(4).